Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Thus software was utilized and uploaded trace/history files properly. Unit was also downloaded on carelink. The adapt tool was utilized to search for any unexpected alarms that might have happened on even date or around event date to confirm complaint code. No delivery alarm was the only relevant alarm recorded around event date. Several no delivery alarms were recorded on 03/05/2024 at 18:13:36.000, 03/06/2024 at 08:24:54.000, 03/06/2024 at18:13:10.000, 03/07/2024 at 08:18:25.000, 03/07/2024 at 18:17:16.000, 03/08/2024 at 18:12:09.000, 03/09/2024 at 08:28:00.000, 03/09/2024 at 08:29:14.000, 03/09/2024 at 12:14:12.000, 03/20/2024 at 18:13:32.000, 03/21/2024 at 08:22:16.000 and on 03/22/2024 at 08:19:32.000. However, after extensive testing no unexpected no delivery alarm was noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection or during testing. Unit was also received with scratched case. In conclusion customer concerns of unexpected alarms were not confirm during testing. Unit was tested successfully, and no anomalies noted. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1715kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.